Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The fenestrated bipolar forceps instrument was analyzed and the instrument had the conductor wire dislodged from the connector pin on the energy instrument identification board, inside the housing on the proximal end. The instrument failed the electrical continuity test. The conductor¿s wire length measured 66.83mm which is shorter than the manufacturing specifications. A short conductor wire pulls the slack and causes tension in the wire, which can contribute to the conductor wire getting pulled and dislodged from the connector pin. The conductor wire was reinserted on the connector pin, and it passed the electrical continuity test. The instrument was tested on an in-house system. The instrument passed the recognition and the engagement tests. The instrument passed the intuitive motion test. The probable root cause of a dislodged conductor wire on the proximal end is attributed to the manufacturing process. If the conductor wire is shorter than specified, it can get dislodged from the proximal pin on the energy instrument identification board as the instrument gets used over time. Based on additional information, it has been determined that the instrument involved with this complaint does not meet the criteria for isifa2024-09-c, as previously listed in section h9.

Event description:
Refer to h11 for follow-up information.